Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The catheter was not returned with the solitaire stent damaged location details: the solitaire fr 6-30 stent¿s working length struts were in good condition, while the non-working length struts were observed to have a broken strut at the teardrop strut. No irregularities were found outside the proximal marker. The marker coil was observed to be in good condition. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: the fractured end of the strut was sent out for scanning electron microscopy (sem) failure analysis testing. The sem test result indicated that the broken end failed via overload. Conclusion: based on the reported information and device analysis, the customer¿s ¿teardrop strut damage/broken¿ complaint was confirmed, as the strut on the teardrop strut of the returned solitaire fr 6-30 stent device was found to be broken. The broken end of the strut was believed to have failed via overload. Likely causes include vessel stenosis, vessel tortuosity, the presence of hard clots, or a new catheter was not used with each solitaire device. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Therefore, vessel stenosis, the presence of hard clots, or a new microcatheter was not used with each solitaire device could have contributed to the complaint. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. During the thrombectomy procedure, the stent experienced breakage. No patient baseline or post-thrombectomy scoring (tici/nihss) was provided. The stent was withdrawn through a microcatheter, with no resistance reported during deployment or retrieval. The broken metal wire was not visualized under fluoroscopy; however, the damaged portion of the stent was retrieved completely, with no fragments retained. No vessel injuries or complications were reported following the event. The device was inspected prior to use and appeared intact. The cause of the break could not be determined, and the clinical team did not attribute the failure to either a manufacturing defect orprocedural factors.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Imedtronic received a report that the patient was undergoing treatment for an ischemic stroke located at the left middle cerebral artery m1. It was noted that the patient¿s vessel tortuosity was moderate. It is unknown whether IV tpa was contraindicated. The number of passes with the device was one. It was reported that the microcatheter was guided through the thrombus under the guidewire, and the solitaire fr630 stent was delivered to the thrombus. The sfr stent was deployed, and the thrombus was successfully removed. However, when the thrombus was cleared, a metal wire at the tail end of the stent was found to be broken. Because the thrombus had not been completely removed, it was necessary to remove the thrombus again. However, the stent could not be used a second time. The stent was replaced with new sfr stent of the same model, and the surgery went smoothly. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.